Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 4068 implantable pacing lead 2003 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead was capped and replaced due to low impedance. No patient complications have been reported as a result of this event.